Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a rash on his back. A physician prescribed nutraderm for the irritation. The patient reported that the irritation healed.